Event description:
On (B)(6) 2016, an aortic valve replacement (avr) was performed with a 19 mm trifecta valve. On (B)(6) 2018, the trifecta valve was explanted due to presumed aortic stenosis (as) secondary to calcification. A re-do avr was subsequently performed with a 21 mm carpentier-edwards perimount magna ease aortic heart valve. The procedure was performed successfully and patient is reported to be stable.

Manufacturer narrative:
An event of valve explant "due to presumed aortic stenosis secondary to calcification" was reported. Gross morphological and histopathological examination found circumferential pannus on the inflow and outflow surfaces, which limited the mobility of the leaflets, and fibrous thickening of all leaflets. No acute inflammation or significant calcifications were present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, stenosis is consistent with circumferential pannus ingrowth.